Event description:
The reporter stated a cq2015 collamer three piece lens was torn during loading but was not noticed until the lens was inserted into the pt's left (os) eye. The incision was enlarged to remove the lens and sutures were required to close the incision. The reporter stated the cause of the lens tearing was due to a loading error.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens optic torn, with pieces torn off and missing. One haptic was torn off. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.